Event description:
The technician indicated that the scale is not weighing correctly.

Manufacturer narrative:
The technician replaced both foot load beam cells and calibrated the scale to repair the bed.